Manufacturer narrative:
Conclusion: the analysis concludes that the characteristics of the subject lead most likely did not contribute the reported pacing threshold elevation and oversensing, since the electrical characteristics of the lead conform to established specifications, and the damage sustained to the lead insulation did not compromise these measurements. It is noted that the damage sustained to the lead insulation likely occurred during the explant procedure. Since no aspect of the lead was identified which could have caused the reported pacing threshold elevation or oversensing, the cause of the issue could be attributable to lead tip location or to the physiological condition of the patient. The results of the subject investigation are retained and utilized for trending purposes.

Event description:
The physician reported a continuous pacing threshold elevation (>3v) and oversensing in association to the subject lead. It was, therefore, explanted after 5 months.